Event description:
Reporter called to report electric wheelchair catching fire in her car. States there has been some issues with the battery and could not charge for two days before catching fire. No harm stated from the incident.